Event description:
The customer reported that a device "smoked and displayed a system failure" when a nurse added a module to the system. The biomed reported that he had noticed liquid between the connectors and that he had replaced the bezel assembly on one device due to fluid ingress. He noticed burnt connectors of two pump modules. There was no report of pt harm or medical intervention. Although requested, no further pt or event information was provided.

Manufacturer narrative:
(B)(4). The device has been received and an investigation is pending. A follow up report will be submitted with the results of the evaluation once it has been completed.